Manufacturer narrative:
Initial reporter's phone number: (B)(6). The contact person name was not provided. The actual device was returned for evaluation with an undetermined malfunction. Reliability engineering evaluated the device and observed that the red led illuminated and the loading bays were defective. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that before surgery, it was observed that the universal battery charger device had an unspecified malfunction. During engineering evaluation, it was observed that the loading bays were defective and the red light emitting diode (led) was illuminated. It was not reported if there were any delays in the event or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.